Event description:
It was reported that the cartridge was damaged at the cartridge, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump.